Event description:
The patient presented to the operation room for system explanted due to infection. Externalized conductors were observed on the rv lead, that was previoulsly capped in 2010. The lead was explanted.

Manufacturer narrative:
A partial lead was returned for analysis. An internal insulation abrasion was found at 8.2cm - 9.2cm and 11.6cm - 12.9cm from the distal tip. The etfe coating was intact at this location. Insulation and conductor damage was found at 35.4cm to 36.5cm from the distal tip, consistent with clavicular crush damage. The re etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.